Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the ventricular leadless pacemaker (lp) was stretched after retracting the lp into the protective sleeve on the delivery catheter. Changes were noted in pressure and cardiac silhouette. A perforation was noted near the atrioventricular groove with effusion. The lp was removed and cardiothoracic surgery was performed to repair the perforation. The patient was in stable condition.